Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer had not tested blood glucose levels at the time of the event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to reload the same cartridge onto the pump and resume insulin delivery.